Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that the pump display screen could not be read safely. Moisture was also allegedly visible behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was found to be dim and discolored; moisture was visible behind the display lens. The pump failed a leak test due to a leak at the display lens. The pump cover was removed and evidence of moisture contamination was observed on internal components.